Event description:
It was reported that pump experienced malfunction alarm with code malf 16, with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer contacted support, received guidance to reset pump, successfully cleared malfunction without recurrence, and was advised to continue using pump and to call back if malfunction occurred again, which customer acknowledged and understood.